Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient's condition was unknown

Manufacturer narrative:
Further information was requested but not provided. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing, mechanical and thermal stress testing did not find any anomalies. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Based on this information, there was no evidence of a header anomaly.